Manufacturer narrative:
Pending evaluation.

Event description:
While reaming the acetabulum the handle snapped off in the hudson. The wound was cleaned and nothing was left in the patient - all pieces were collected. The patient was stable as they left the operating room. The delay was less than 10 minutes, more than 5. The device will not be returning.

Manufacturer narrative:
Section h11: h6: correction from 3190 & 2993 to 2199 & 1069.

Manufacturer narrative:
(H3) the evaluation noted the broken instrument reported was likely the result of the connection feature become worn from repeated use and applying a torque to the reamer handle¿s connection feature during surgery which led to crack initiation, propagation, and ultimate fracture. However, this cannot be confirmed because the component was not returned for evaluation.